Event description:
The patient was revised due to the lag screw penetrated the femoral head to reach the acetabulum.

Manufacturer narrative:
Examination of the returned x-rays by a depuy trauma product development engineer confirmed the reported event. The patient is an elderly female with reported osteoporosis. The initial poor bone quality, the apparent femoral head defect, complex fracture pattern and poor tip apex distance are potential contributors to the lag screw cut-out. Based on the investigation, the need for corrective action is not indicated.